Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No excessive no delivery alarms note. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had issues with excessive no delivery alarms. The customer's blood glucose level was reported to be 439mg/dl. It was reported that the customer treated with manual injections. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.